Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the initial emdr. Corrected fields: h11 the correct sentence is as follows: the device was returned to olympus for inspection and the reported failure was confirmed.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure <<was/was not>> confirmed. In addition, the following reportable malfunction was identified during the device evaluation: noisy image a root cause for the reported events could not be identified. Based on the results of the investigation, the most likely causes were also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope experienced occassional image loss. The event occurred during device installation. There were no reports of patient involvement.